Event description:
It was reported that the right ventricular lead was dislodged. The lead was repositioned and remains in use. The patient was a participant in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed a varying lead impedance trend from approximately 600-1400 ohms around the time of the event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant product: (B)(4) implantable pacemaker (B)(6) 2007. (B)(4).